Event description:
The reporter contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately control high. The patient obtained control solution results of 131 and 133 mg/dl on the reported meter, which fell outside the specified control solution range. The home care provider gave the patient food and/or beverage, as the patient's blood glucose readings were lower than normal; the specific results were not provided. The customer care representative (ccr) walked the reporter through two consecutive control solution tests, which fell outside the specified control solution range. Based on the information provided, there is no indication that the patient experienced injury or medical intervention due to the meter. Based on the failed quality control testing, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.